Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00914. It was reported patient experienced ineffective therapy as both the leads had migrated and confirmed via x-ray. Patient did not address any fall or trauma. To address the issue surgical intervention took place wherein both the leads were explanted and replaced with a paddle lead. Post operatively effective therapy was restored.